Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain: pelvic area') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included alcohol abuse, heart murmur and anemia. Concurrent conditions included shoulder pain, contusion of knee, contusion of shoulder region, chest pain, swelling of limb and tenderness. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"), migraine ("migraines /headache"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the depression, anxiety, migraine, nausea, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, migraine, nausea, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: discrepancy noted: hsg done essure device was successfully occluded (per summon). Plaintiff does not undergo essure confirmation test(per pfs). She was currently planning for essure removal. Plaintiff received treatment for bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2016: the cardio-mediastinal silhouette and hila are u n remarkable. There is no evidence of focal consolidation, pleural effusion or pneumothorax . The visualized osseous structures a re un remarkable. Surgical clips in t he right upper quadrant are consistent with cholecystectomy. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Events:post removal complications added. On (B)(6) 2020: no new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain: pelvic area') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included alcohol abuse, heart murmur and anemia. Concurrent conditions included shoulder pain, contusion of knee, contusion of shoulder region, chest pain, swelling of limb and tenderness. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"), migraine ("migraines /headache"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("uti"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the depression, anxiety, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, migraine, nausea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: discrepancy noted: hsg done essure device was successfully occluded (per summon). Plaintiff does not undergo essure confirmation test(per pfs). She was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray on (B)(6) 2016: the cardio-mediastinal silhouette and hila are u n remarkable. There is no evidence of focal consolidation, pleural effusion or pneumothorax. The visualized osseous structures a re un remarkable. Surgical clips in t he right upper quadrant are consistent with cholecystectomy. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. Event verbatim were updated: psychological or psychiatric problems condition: depression/psych injury, psychological or psychiatric problems condition: anxiety/psych injury. Event: abdominal pain, general abnormal bleeding, uti were added. Event outcome were updated to recovered: abdominal pain, general abnormal bleeding, uti were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.